Event description:
It was reported that the patient had pain at the ipg site and ineffective stimulation due to high impedances. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.